Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video-assisted thoracoscopic surgery procedure, the surgeon fired across the lung with the first device and it jammed and would not fire. The surgeon opened the device and used a second stapler; when he observed the staple line it had cut and stapled an incomplete stapled line. A third device was used to complete the procedure. There was no patient consequence reported. The device and reloads will be returning for analysis.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.